Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported.